Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump generated alert 60 indicating a bluetooth communication error, which was verified in the device history; the user was instructed to restart the pump, after which the alert ceased and therapy resumed, and the user¿s blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention beyond device restart, and no impact on glycemic control. Investigation included review of device history via the mobile app sync and user-guided troubleshooting with a device restart and education on shutdown and backup therapy. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.